Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events on the heartmate mobile power unit (mpu) was confirmed via the submitted log file. Data from a submitted log file spanning approximately 8 days (10jun2025 16:31:13 to 18jun2025 14:29:47 per timestamp) was reviewed. Throughout the log file, power cable disconnect, low voltage hazard, and no external power alarms were captured while connected to the mpu due to the relative state of charge (rsoc) voltage on both power cables decreasing below the alarm thresholds to as low as ~0v. The alarms resolved each time when power was restored to both power cables. The backup battery supported the system without issue during this event. These are consistent with losses of power to the mpu. The no external power events did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log file. Multiple attempts were made to obtain additional information regarding the serial number of the mpu, if the mpu had a v-lock on the ac power cord, if the ac power cord came loose from the wall outlet or back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu was exchanged, and if the mpu would be returned; however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit (mpu) not being reported. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot power cable disconnect, low voltage hazard, and no external power alarms. The heartmate 3 instruction for use section 3, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review and contained multiple loss of external power events while using the mobile power unit (mpu). Low voltage hazard events seen appeared to be the result of the mpu suddenly losing power. The alarms resolved once external power was restored. No abnormal system controller alarms or pump faults were seen in the log files. The pump appeared to be operating as intended.